Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer also reported that they were using auto mode feature on insulin pump and insulin pump had no delivery alarm. It was also reported that the customer had issue regarding sensor and they received sensor updating, calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.